Event description:
It was reported that the pt had the neurostimulator replaced because the voltages were "ramping up inappropriately". It also noted that there was some lead manipulation was performed during the procedure. The pt was getting good coverage prior to the replacement surgery. Further information was requested.

Manufacturer narrative:
(B) (4).